Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a 63-year-old male patient, the device displayed a "check pads" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
Zoll medical corporation evaluated the device and multifunction cable and the device performed to specification. The device was put through extensive testing including full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the log showed evidence of a poor connection during the two charge events but was eventually established likely due to settling. The log shows several user advisories related to check pads, but no defib related hardware faliures. When proper coupling was established, there were no charge attempts in the log. Analysis of reports of this type has not identified an increase in trend. It is noteworthy to mention, the x series operator's guide states: preparing the patient for electrode application: the proper application of electrodes is essential for high quality ECG monitoring. Good contact between the electrodes and skin minimizes motion artifact and signal interference. Before applying the electrodes, prepare the patient's skin, as necessary, shave or clip off excess hair at electrode site, clean oily skin with an alcohol pad, and rub site briskly to dry.